Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There was no blank display during testing and it was noted that there was no damage found on the c13/lcd isolation tape. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a corroded battery tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the customer has not worn the insulin pump in a while because sometimes she will get little bumps and yesterday before going to (B)(6), she put in a battery but the pump did not turn on. Customer stated that she left one battery in overnight and it still did not work. Customer stated that the pump has been dropped or bumped before. Customer stated that the pump was not exposed to moisture. Customer was advised to insert a new battery but the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.